Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer stated that a trellis-6 device failed during a subclavian vein dvt procedure. After the first run, both balloons were deflated. The trellis was repositioned and being prep for the second run. The proximal balloon would not re-inflate to start the second run. After trellis was removed, contrast was injected into the balloon lumen. Customer saw contrast leaking from the balloon. Another trellis was used to complete this procedure.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.